Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was received for analysis. Device analysis revealed a damage in the femoral marker/marker flakes off. Impedance testing shows an electrical open at distal wave form. During image characterization testing, no image appeared in the ilab system. Based on the x-ray analysis, no discernible defect could be seen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined was assigned for femoral marker flakes off. (B)(4).

Event description:
Reportable based on device analysis completed on 07-jun-2017. It was reported that lost image occurred. The 75% stenosed target lesion was located in a moderately tortuous and mildly calcified middle left anterior descending artery (lad). An opticross¿ imaging catheter was selected for use. During the procedure, it was noticed that image was lost. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported. However, device analysis revealed that the femoral marker was damaged/flaked off.